Event description:
Received embrace talk glucose testing strips in mail in october 2025. Test strip box appears to have been tampered with; (B)(4), exp: (17)2026-02-01; lot: (10)ths2402005. Box had tape on top when received; I opened it to find the canister of strips was open, multiple small beige colored beads fell out of package. Prescription for test strips were sent from (B)(4); this is a medicare benefit. I am retaining the box and the contents; some beads were discarded. I will also notify adapt. Photo shows box with lot; small beige beads, opened canister. I would like a response regarding this product.